Event description:
Customer reported the insulin pump alarmed button error. Customer's recent blood glucose reading was 223 mg/dl. Customer reported the device was possibly exposed to heat and humidity or moisture, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer stated the first alarm occurred about a month prior to current alarm. Customer stated that time she took out battery and let the device cool in from of the air conditioner. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device had had cracked display window corner, cracked battery tube threads, cracked end cap and missing end cap sticker.